Event description:
It was reported that the patient has noted an alarm since 2007; the patient missed a pump refill date. The patient has been attempting for some time to find a different hcp to manage the therapy. The pump contained baclofen and dilaudid. The patient experienced a partial return of pain and spasticity for 3 days; shaking was also noted. The patient was taken to the emergency room where a non-critical alarm was noted on pump interrogation. The patient was given oral baclofen and dilaudid but the pump was not refilled at that time. She continued to try to find an hcp to fill the pump. Ten days later, the patient reported hearing a critical alarm each hour starting that morning. A pump refill was scheduled for that afternoon.

Manufacturer narrative:
No medwatch form was received from the user facility, therefore, information on the medwatch form 3500a was completed by medtronic with information received from the healthcare professional.